Manufacturer narrative:
E1: patient address was identified. Analysis results: the root cause of the customer's complaint is mold on the top seal, resulting in water ingress and thermal damage.

Manufacturer narrative:
The event date is approximate.

Event description:
A consumer reported that their sonicare power toothbrush caught fire. No injury or property damage was reported.